Event description:
It was reported this patient on peritoneal dialysis (pd) was experiencing drain complications with the fresenius cycler. It was also reported the patient had visible fibrin and that the pd catheter (not a fresenius produd) was not functioning well per interventional radiology (ir) in the emergency room. The cycler did not warrant replacement. In additional follow-up, the nurse confirmed the patient had a lot of fibrin in the pd catheter (not a fresenius product) which caused the pd catheter to stop working. The patient was admitted to the hospital on (B)(6) 2020 for pd catheter malfunction it was reported the patient had a new pd catheter placed on (B)(6) 2020 and remained hospitalized at the time follow-up was completed. The nurse confirmed the event is not related to any issues with fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).